Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported via medwatch, clear venous access via usg and positive blood return, guidewire would not thread, and needle would not retract. Device removed. Additional information received on august 21st: there was no harm to the patient, however, they did have to be re-stuck another time with a second guidewire to obtain access.